Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient with a model zxr00 intraocular lens (iol) had a refractive surprise. Patient had a previous myopic lasik. The patient had ~ 0.58 diopter of astigmatism pre op to the iol implant. A limbal relaxing incision (lri) was performed. The lens was calculated using the post refractive surgery calculator and confirmed intraoperatively with ocular response analyzer (ora). The patient was 20/20 post-op day (pod) 1 and very happy. On pod 2 patient stated his vision began to change and had complaints that everything was out of focus; the glare and halo was bad. At post-op week (pow) 1 he was -0.75 +0.75 x 100 but still had 20/20 vision without correction. The lens was explanted and replaced with a symfony toric lens and the patient is doing much better and wants his other eye done now. No further information was provided.